Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure. It was further reported that the balloon was already ruptured/torn during preparation outside patient and that no pressure was applied.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.